Event description:
The pt has a history of low back pain and pain in the lower extremities. In 1998 she had a medtronic morphine pump permanently implanted. Approx 2 1/2wks prior to the surgery the pt presented herself to her dr with the complaint of not getting any pain relief. The pump was checked and 10cc of morphine was aspirated from the pump. The pump was refilled with 18cc of morphine along with the bupivacaine and the pt was sent home. On 9-1-99 the pt returned with continued pain and 18cc of the mixture of morphine and bupivacaine was aspirated from the pump, indicating total failure. Removal and re-implant occurred in 99. There were no intraoperative or postoperative complications.